Event description:
It was reported that the insulin pump alarmed multiple times for the same issue. The insulin pump has been out of warranty. Nothing further reported.

Manufacturer narrative:
Motor error alarm occured during the rewind process due to encoder signal out of phase. Unable to perform basic occlusion, occlusion, prime/a33, excessive no delivery and displacement test due to constant motor error alarm. Unable to verify a39 alarm due to constant motor error alarm. No cosmetic damage noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.